Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with aminor scratched display window, cracked reservoir tube lip and broken battery tube threads.(B)(4)

Event description:
The customer reported via phone call of a button error on her insulin pump. The customer's blood glucose level was unknown. The customer stated the act button is broken and the location where the battery goes is broken. The customer reported missing threads and a chip in the battery compartment. The customer was advised to speak to someone in our pathway group for options. The customer could not recall any significant event leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.